Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The manufacturer's technical support specialist recommended replacement of the roller pump display and pump board to display cable based on review of the data logs. The fsr replaced both the roller pump display and the pump board to display cable. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump head unexpectedly shut off without alarming. The pump quickly turned back on and full flow was restored. The surgical procedure was competed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.